Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6)2020. A manufacturing record evaluation was performed for the finished device plbgmpt0 lot number, and no non-conformances were identified. Additional h3 investigation summary: it was reported that the suture was broken during suturing. It was received for analysis a needle-suture piece and a suture piece of product code vcp3040h, lot plbgmpt0. During the visual inspection of the sample, the swage and attachment area were noted to be as expected; however, slightly marks appears to be by use of surgical instrument could be observed. The suture piece was examined, and it was frayed and curly. Body fluids along of the suture piece and the end cut appears to be by use of surgical instrument could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that that the suture had split. It was received for analysis an empty opened box and twenty-nine unopened samples of product code vcp3040h, lot plbgmpt0. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Unknown. What is the event day and procedure date? (B)(6) 2020.

Event description:
It was reported that a patient underwent an unknown surgery procedure on (B)(6) 2020 date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.